Event description:
It was reported that during routine generator exchange that device interrogation revealed failure to capture on the atrial (ra) lead. A patient symptom of arrhythmia was noted during procedure. On (B)(6) 2024 the physician elected to cap and replace the ra lead. The patient was in stable condition.